Manufacturer narrative:
A customer from (B)(6) reported a discrepancy between the cobas taqscreen mpx test, v2.0, chemiluminescence testing, abbott testing and the cobas ampliprep/cobas taqman (cap/ctm) hiv-1 test, version 2.0. The sample was (B)(6) for (B)(6) on all tests other than the cobas taqscreen mpx test, v2.0. It was confirmed that the blood bag was discarded, which is per the intended use of the cobas taqscreen mpx test, v2.0 as it is intended to be used in conjunction with licensed serology tests for hiv, hcv, and hbv. The complaint cobas taqscreen mpx test, v2.0 kit lot (219650) was tested by roche, and all testing acceptance and validation criteria were met. The customer allegation was not observed. The donor sample from the customer site was returned for a sequencing analysis. Results from the analysis indicated there were 3 mismatches for (B)(6) group m; however, these mismatches alone are not sufficient to explain the discrepant results observed. Per the test's instructions for use, detection of (B)(6) group m rna, (B)(6) group o rna, (B)(6) rna, (B)(6) rna, and (B)(6) dna is dependent on the number of virus particles present in the specimen and may be affected by specimen collection methods, storage, patient factors (i.e. Age, presence of symptoms), and/or stage of infection and pool size. CAPA has been initiated to identify the root cause, and corrective and preventive actions will be implemented as appropriate. (B)(4).

Event description:
In the initial MDR filed for this situation, it was communicated that the customer tested, with cobas taqscreen mpx test v2.0, a total of three samples from the donor a total of four times (the first sample was tested twice) in primary pools of 1 (pp1) and each time it generated (B)(6) results. It was later confirmed that the customer generated two valid, (B)(6) results when testing this sample two times in primary pools of 1. The affiliate confirmed that the blood bag was discarded.

Manufacturer narrative:
The investigation into this issue is currently on-going. The outcome of this investigation will be communicated through a follow-up report. (B)(4).

Event description:
A customer from (B)(6) reported a discrepancy between the cobas taqscreen mpx test, v2.0, chemiluminescence testing, abbott testing and the cobas ampliprep/cobas taqman (cap/ctm) hiv-1 test, version 2.0. The sample was (B)(6) for (B)(6) on all tests other than cobas taqscreen mpx test, v2.0. The abbott test generated a (B)(6) result value of (B)(6) and the cap/ctm test generated a titer of (B)(6). The customer tested, with cobas taqscreen mpx test v2.0, a total of three samples from the donor a total of four times (the first sample was tested twice) in primary pools of 1 (pp1) and each time it generated non-reactive results. The result was delivered to the donor and the blood bag was discarded. According to the anonymous questionnaire filled out by the donor prior to donation there is no medical history of hiv infection or treatment provided. This MDR is specific to the non-reactive results generated with the cobas taqscreen mpx test, v2.0.